Event description:
It was reported that when performing atrial capture threshold testing in the aai mode on the pulse generator, ventricular egms disappeared.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.